Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 5.

Event description:
Reference number: (B)(4). Event occurred in the unites states. It was reported that the patient faced five infusion set fell off during use events occurred between (B)(6) 2026. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.